Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 8415343) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy in 2007, gravida ii, parity 2 ((B)(6) 2005 and (B)(6) 2011), anxiety attack, gerd, obesity, panic disorder, vaginitis bacterial, pneumonia, tubal ligation, plastic surgery, gastroesophageal reflux disease (gerd), sinusitis, multigravida and parity 4. She denied alcohol use. She denies cough and denies sore throat. Previously administered products included for headache: morphine; for joints hurt: sulfa; for stomach cramps: lactose; for an unreported indication: zoloft, prednisone and depo-provera. Past adverse reactions to the above products included multiple allergies with lactose, morphine, prednisone and sulfa. Concurrent conditions included hypertension, vitamin d deficiency, diabetes mellitus, dysplasia, cough, sore throat, nasal congestion, muscle pain, panic attack, depression, bleeding menstrual heavy, urinary incontinence, low back pain, flu syndrome, obesity, bacterial vaginosis, pap smear abnormal, facial pain (for last 3 days.), postnasal drip, fever, gastric disorder (problem for 1 month), muscle pain, erythema (localized continuous erythema of the mucosa with no bleeding was noted in the gastroesophageal junction.), esophagitis, biopsy (multiple cold forceps biopsies were performed for histology), heart rate high, broken nose, shortness of breath, stomach ache (4 days.), chills, weakness and decreased activity. Family history included colon cancer (maternal grandfather), breast cancer ((maternal aunt)) and ovarian cancer (maternal aunt). Concomitant products included anabolic steroids, antihistamines, loratadine, pseudoephedrine sulfate (claritin-d allergy) and omeprazole. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual cramps"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches") and nausea ("nausea") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), menorrhagia ("increased menstrual flow"), vaginal infection ("vaginal infections") with vaginal discharge, abdominal pain lower ("lower abdomen (infrequent, severe pain)/cramping") and investigation noncompliance ("she did you undergo an essure confirmation test"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, vaginal infection, weight increased, female sexual dysfunction, fatigue, migraine, headache, nausea, weight decreased, abdominal pain lower and investigation noncompliance outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, fatigue, female sexual dysfunction, headache, investigation noncompliance, menorrhagia, migraine, nausea, pelvic pain, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: the insertion of the essure coil took place with 3 coils on the right and 5 on the left. She is currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.4 kg/sqm. On (B)(6) 2011, pap smear test-result: low grade squamous intraepithelial lesion 0.(lgsil), mild dysplasia. A CT and pelvic ultrasound were performed and per patient showed a right ovarian cyst. Human immunodeficiency virus. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2021: this case become serious incident. Mr received. Reporter information, patient's medical history. Device information (date explanted) and auto narrative supplement were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted (lot no. 841534) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of cholecystectomy in 2007 and parity 4, multigravida, sinusitis, gastroesophageal reflux disease (gerd), plastic surgery, tubal ligation, pneumonia, vaginitis bacterial, panic disorder, obesity, gerd, anxiety attack, parity 2 ((B)(6) 2005 and (B)(6) 2011) and gravida ii. She denied alcohol use. She denies cough and denies sore throat. Previously administered products included: morphine for headache, sulfonamide for joints hurt, lactose for stomach cramps and zoloft, depo-provera and prednisone. Past adverse reactions to the above products included: allergies with sulfonamide, morphine, lactose and prednisone. The patient had a family history of colon cancer (maternal grandfather), breast cancer ((maternal aunt)) and ovarian cancer (maternal aunt). Concurrent conditions were listed as decreased activity, weakness, chills, stomach ache (4 days.), shortness of breath, broken nose, heart rate high, biopsy (multiple cold forceps biopsies were performed for histology), esophagitis, erythema (localized continuous erythema of the mucosa with no bleeding was noted in the gastroesophageal junction.), muscle pain, gastric disorder (problem for 1 month), fever, postnasal drip, facial pain (for last 3 days.), pap smear abnormal, bacterial vaginosis, obesity, flu syndrome, low back pain, urinary incontinence, bleeding menstrual heavy, depression, panic attack, muscle pain, nasal congestion, sore throat, cough, dysplasia, diabetes mellitus, vitamin d deficiency and hypertension. Concomitant products included omeprazole, antihistamines, claritin-d allergy (loratadine, pseudoephedrine sulfate) and anabolic steroids. On (B)(6) 2011, the patient had essure inserted. In december 2011 she experienced pelvic pain (seriousness criteria medically important and intervention required), dysmenorrhoea ("severe menstrual cramps"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches") and nausea ("nausea") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). At an unknown time she experienced abdominal pain ("abdominal pain"), heavy menstrual bleeding ("increased menstrual flow"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infections"), abdominal pain lower ("lower abdomen (infrequent, severe pain)/cramping") and investigation noncompliance ("she did you undergo an essure confirmation test"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. Essure was removed on (B)(6) 2020. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, fatigue, female sexual dysfunction, headache, heavy menstrual bleeding, investigation noncompliance, migraine, nausea, pelvic pain, vaginal discharge, vaginal infection, weight decreased and weight increased to be related to essure administration. The reporter commented: the insertion of the essure coil took place with 3 coils on the right and 5 on the left. She is currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 29.377 kg/sqm. On (B)(6) 2011, pap smear test-result: low grade squamous intraepithelial lesion 0.(lgsil), mild dysplasia. A CT and pelvic ultrasound were performed and per patient showed a right ovarian cyst. Human immunodeficiency virus. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Lot number: 841534, manufacture date: 2011-03, expiration date: 2014-03. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 13-jul-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 8415343-inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy in 2007, gravida ii, parity 2 ((B)(6)2005 and (B)(6) 2011), anxiety attack, gerd, obesity, panic disorder, vaginitis bacterial, pneumonia, tubal ligation, plastic surgery, gastroesophageal reflux disease (gerd), sinusitis, multigravida and parity 4. She denied alcohol use. She denies cough and denies sore throat. Previously administered products included for headache: morphine; for joints hurt: sulfa; for stomach cramps: lactose; for an unreported indication: zoloft, prednisone and depo-provera. Past adverse reactions to the above products included multiple allergies with lactose, morphine, prednisone and sulfa. Concurrent conditions included hypertension, vitamin d deficiency, diabetes mellitus, dysplasia, cough, sore throat, nasal congestion, muscle pain, panic attack, depression, bleeding menstrual heavy, urinary incontinence, low back pain, flu syndrome, obesity, bacterial vaginosis, pap smear abnormal, facial pain (for last 3 days.), postnasal drip, fever, gastric disorder (problem for 1 month), muscle pain, erythema (localized continuous erythema of the mucosa with no bleeding was noted in the gastroesophageal junction.), esophagitis, biopsy (multiple cold forceps biopsies were performed for histology), heart rate high, broken nose, shortness of breath, stomach ache (4 days.), chills, weakness and decreased activity. Family history included colon cancer (maternal grandfather), breast cancer ((maternal aunt)) and ovarian cancer (maternal aunt). Concomitant products included anabolic steroids, antihistamines, loratadine, pseudoephedrine sulfate (claritin-d allergy) and omeprazole. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual cramps"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches") and nausea ("nausea") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), menorrhagia ("increased menstrual flow"), vaginal infection ("vaginal infections") with vaginal discharge, abdominal pain lower ("lower abdomen (infrequent, severe pain)/cramping") and investigation noncompliance ("she did you undergo an essure confirmation test"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, vaginal infection, weight increased, female sexual dysfunction, fatigue, migraine, headache, nausea, weight decreased, abdominal pain lower and investigation noncompliance outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, fatigue, female sexual dysfunction, headache, investigation noncompliance, menorrhagia, migraine, nausea, pelvic pain, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: the insertion of the essure coil took place with 3 coils on the right and 5 on the left. She is currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.4 kg/sqm. On (B)(6) 2011, pap smear test-result: low grade squamous intraepithelial lesion 0.(lgsil), mild dysplasia. A CT and pelvic ultrasound were performed and per patient showed a right ovarian cyst. Human immunodeficiency virus. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Lot number reported 8415343 is not valid. Lot number reported 8415343 is invalid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 8415343-inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy in 2007, gravida ii, parity 2 ((B)(6) 2005 and (B)(6) 2011), anxiety attack, gerd, obesity, panic disorder, vaginitis bacterial, pneumonia, tubal ligation, plastic surgery, gastroesophageal reflux disease (gerd), sinusitis, multigravida and parity 4. She denied alcohol use. She denies cough and denies sore throat. Previously administered products included for headache: morphine; for joints hurt: sulfa; for stomach cramps: lactose; for an unreported indication: zoloft, prednisone and depo-provera. Past adverse reactions to the above products included multiple allergies with lactose, morphine, prednisone and sulfa. Concurrent conditions included hypertension, vitamin d deficiency, diabetes mellitus, dysplasia, cough, sore throat, nasal congestion, muscle pain, panic attack, depression, bleeding menstrual heavy, urinary incontinence, low back pain, flu syndrome, obesity, bacterial vaginosis, pap smear abnormal, facial pain (for last 3 days.), postnasal drip, fever, gastric disorder (problem for 1 month), muscle pain, erythema (localized continuous erythema of the mucosa with no bleeding was noted in the gastroesophageal junction.), esophagitis, biopsy (multiple cold forceps biopsies were performed for histology), heart rate high, broken nose, shortness of breath, stomach ache (4 days.), chills, weakness and decreased activity. Family history included colon cancer (maternal grandfather), breast cancer ((maternal aunt)) and ovarian cancer (maternal aunt). Concomitant products included anabolic steroids, antihistamines, loratadine, pseudoephedrine sulfate (claritin-d allergy) and omeprazole. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual cramps"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches") and nausea ("nausea") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), menorrhagia ("increased menstrual flow"), vaginal infection ("vaginal infections") with vaginal discharge, abdominal pain lower ("lower abdomen (infrequent, severe pain)/cramping") and investigation noncompliance ("she did you undergo an essure confirmation test"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, vaginal infection, weight increased, female sexual dysfunction, fatigue, migraine, headache, nausea, weight decreased, abdominal pain lower and investigation noncompliance outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, fatigue, female sexual dysfunction, headache, investigation noncompliance, menorrhagia, migraine, nausea, pelvic pain, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: the insertion of the essure coil took place with 3 coils on the right and 5 on the left. She is currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.4 kg/sqm. On (B)(6) 2011, pap smear test-result: low grade squamous intraepithelial lesion 0.(lgsil), mild dysplasia. A CT and pelvic ultrasound were performed and per patient showed a right ovarian cyst. Human immunodeficiency virus. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Lot number reported 8415343 is not valid . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-mar-2021: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.